Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a faulty cassette sensor. There was no patient involvement.

Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found a cassette attach error. Device was visually and functionally tested and the customer reported complaint was able to be verified. The cause of the issue was found to be a downstream occlusion (dso) sensor failure. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.